Manufacturer narrative:
(B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2004 and the mesh was implanted. It was reported that the patient experienced pain in the hips, groin, and left leg. It was reported that it felt as if the patient was being stung as it pulled in the lower abdomen on the left side. Also, when squatting on the ground, the patient was unable to rise without leaning as there was so much pain in the groin and left hip. It was reported that the patient had no energy with pain when walking and urinary tract infections kept on going as if there was gravity or a rock in the lower abdomen. It was also reported that the patient's bacteria rejected antibiotics. It was reported that the patient lives with all the pains day after day. It was reported that since the operation in 2004, the patient had to stop working because the patient was no longer able to do the job as a result of the pain and lack of energy in 2015.